Event description:
It was reported that the physician noted right ventricular (rv) under-sensing during a device data review. Additionally, the ventricular sensing amplitude was low. Boston scientific technical services (ts) was contacted and it was recommended to perform diagnostic imaging and induction testing to evaluate system placement and function. It was discussed the amplitudes were quite low which could lead to inaccurate heart rate counting. The under-sensing most likely occurred due to the programmed high automatic gain control (agc). The physician subsequently elected to surgically cap and abandon the rv lead and explant the device to prevent potential sensing issues. A new, non-boston scientific rv lead and device were implanted to resolve the event. The device is not expected to be returned for analysis and the rv lead remains implanted, but capped and out-of-service. The patient was stable with no additional adverse patient effects.

Event description:
It was reported that the physician noted right ventricular (rv) under-sensing during a device data review. Additionally, the ventricular sensing amplitude was low. Boston scientific technical services (ts) was contacted and it was recommended to perform diagnostic imaging and induction testing to evaluate system placement and function. It was discussed the amplitudes were quite low which could lead to inaccurate heart rate counting. The under-sensing most likely occurred due to the programmed high automatic gain control (agc). The physician subsequently elected to surgically cap and abandon the rv lead and explant the device to prevent potential sensing issues. A new, non-boston scientific rv lead and device were implanted to resolve the event. The device is not expected to be returned for analysis and the rv lead remains implanted, but capped and out-of-service. The patient was stable with no additional adverse patient effects.